Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. Concomitant products included doxycycline (doxiciclina [doxycycline]) for endometritis as well as oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / right side abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea / menstrual cramping"), dyspareunia ("dyspareunia"), bacterial vaginosis ("recurrent bacterial vaginosis") with vaginal discharge, vaginal odour and vulvovaginal pruritus, fatigue ("fatigue"), dizziness ("dizziness"), nausea ("nausea"), vaginal disorder ("non-inflammatory disorder of the vagina") and adnexa uteri cyst ("paratubal cysts present within both fallopian tubes"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had not resolved and the abdominal pain, menorrhagia, dysmenorrhoea, bacterial vaginosis, fatigue, dizziness, nausea, vaginal disorder and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, bacterial vaginosis, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: essure coils appeared to be in correct location. On (B)(6) 2008: hsg: coils appear to be in excellent position, without evidence of contrast passing these devices, and this is presumptive evidence of complete occlusion on (B)(6) 2017: surgical pathology report: paratubal cysts present within both fallopian tubes and that both essure coils were removed. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2008: hsg: coils appear to be in excellent position, without evidence of contrast passing these devices, and this is presumptive evidence of complete occlusion (B)(6) 2017: surgical pathology report: paratubal cysts present within both fallopian tubes and that both essure coils were removed. Concurrent conditions included general anesthesia. Concomitant products included doxiciclina [doxycycline] for endometritis as well as oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / right side abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding"), dysmenorrhoea ("dysmenorrhea / menstrual cramping"), dyspareunia ("dyspareunia"), bacterial vaginosis ("recurrent bacterial vaginosis") with vaginal discharge, vaginal odour and vulvovaginal pruritus, fatigue ("fatigue"), dizziness ("dizziness"), nausea ("nausea"), vaginal disorder ("non-inflammatory disorder of the vagina"), adnexa uteri cyst ("paratubal cysts present within both fallopian tubes"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had not resolved and the abdominal pain, menorrhagia, dysmenorrhoea, bacterial vaginosis, fatigue, dizziness, nausea, vaginal disorder, adnexa uteri cyst, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, autoimmune disorder, bacterial vaginosis, dizziness, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, nausea, pelvic pain and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: results: coils appear to be in excellent position. Ultrasound scan vagina on (B)(6) 2016: results: essure coils appeared to be in correct location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('constant pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: * (B)(6) 2008: hsg: coils appear to be in excellent position, without evidence of contrast passing these devices, and this is presumptive evidence of complete occlusion (B)(6) 2017: surgical pathology report: paratubal cysts present within both fallopian tubes and that both essure coils were removed. Concurrent conditions included general anesthesia. Concomitant products included doxiciclina [doxycycline] for endometritis as well as oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / right side abdominal pain"), menorrhagia ("menorrhagia/abnormal bleeding"), dysmenorrhoea ("dysmenorrhea / menstrual cramping"), dyspareunia ("dyspareunia"), bacterial vaginosis ("recurrent bacterial vaginosis") with vaginal discharge, vaginal odour and vulvovaginal pruritus, fatigue ("fatigue"), dizziness ("dizziness"), nausea ("nausea"), vaginal disorder ("non-inflammatory disorder of the vagina"), adnexa uteri cyst ("paratubal cysts present within both fallopian tubes"), autoimmune disorder ("auto-immune") and hypersensitivity ("hypersensitivity symptom"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had not resolved and the abdominal pain, menorrhagia, dysmenorrhoea, bacterial vaginosis, fatigue, dizziness, nausea, vaginal disorder, adnexa uteri cyst, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, autoimmune disorder, bacterial vaginosis, dizziness, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, nausea, pelvic pain and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: coils appear to be in excellent position. Ultrasound scan vagina - on (B)(6) 2016: results: essure coils appeared to be in correct location. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Events added from pfs- auto-immune, hypersensitivity. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. Concomitant products included doxycycline (doxiciclina [doxycycline]) for endometritis as well as oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / right side abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea / menstrual cramping"), dyspareunia ("dyspareunia"), bacterial vaginosis ("recurrent bacterial vaginosis") with vaginal discharge, vaginal odour and vulvovaginal pruritus, fatigue ("fatigue"), dizziness ("dizziness"), nausea ("nausea"), vaginal disorder ("non-inflammatory disorder of the vagina") and adnexa uteri cyst ("paratubal cysts present within both fallopian tubes"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had not resolved and the abdominal pain, menorrhagia, dysmenorrhoea, bacterial vaginosis, fatigue, dizziness, nausea, vaginal disorder and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, bacterial vaginosis, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2016: essure coils appeared to be in correct location (B)(6) 2008: hsg: coils appear to be in excellent position, without evidence of contrast passing these devices, and this is presumptive evidence of complete occlusion (B)(6) 2017: surgical pathology report: paratubal cysts present within both fallopian tubes and that both essure coils were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("constant pelvic pain") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included general anesthesia. Concomitant products included doxycycline (doxiciclina [doxycycline]) for endometritis as well as oral contraceptive nos. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain / right side abdominal pain"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea / menstrual cramping"), dyspareunia ("dyspareunia"), bacterial vaginosis ("recurrent bacterial vaginosis") with vaginal discharge, vaginal odour and vulvovaginal pruritus, fatigue ("fatigue"), dizziness ("dizziness"), nausea ("nausea"), vaginal disorder ("non-inflammatory disorder of the vagina") and adnexa uteri cyst ("paratubal cysts present within both fallopian tubes"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dyspareunia had not resolved and the abdominal pain, menorrhagia, dysmenorrhoea, bacterial vaginosis, fatigue, dizziness, nausea, vaginal disorder and adnexa uteri cyst outcome was unknown. The reporter considered abdominal pain, adnexa uteri cyst, bacterial vaginosis, dizziness, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 16-sep-2016: essure coils appeared to be in correct location. (B)(6) 2008: hsg: coils appear to be in excellent position, without evidence of contrast passing these devices, and this is presumptive evidence of complete occlusion (B)(6) 2017: surgical pathology report: paratubal cysts present within both fallopian tubes and that both essure coils were removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.